Event description:
During an incident in 2001, involving a patient who was breathing and non responsive when the crew arrived but went into full arrest when put into the ambulance, the unit responded to analysis with "no shock indicated", and upon the second analysis, stopped displaying the patient's ECG and just displayed a flat line. CPR and patient care were continued. The patient was revived at the hospital ER and was airlifted to another hospital. The patient died that evening of a suspected pulmonary embolism. The customer cannot say if the defib compromised patient care. During testing after the incident, the unit operated fine for a while and then began displaying a flat line again. The customer reported that this device had been checked by a biomedical service the day before the incident.